Event description:
Event description cpi received information that the patient had a sudden onset of non-sustained ventricular tachycardia events during sexual intercourse. It was further reported that the t-wave was being oversensed during the charge cycle which inhibited pacing and caused diverted therapy.